Manufacturer narrative:
MDR 3005778470-2026-00342 / device 35 of 63. Based on the available information, this event is deemed to be a reportable malfunction. Batch record review was conducted with the following findings: the urinary catheter in question was packed in quantity (B)(4) pieces in june 2025 on the packaging machine p009, at center c2. No nonconformances were identified for this lot. No similar complaint was received for lot 5f01409 and malfunction code uca-pmc07.04.01 ¿ incorrect coude tip alignment (relative to markings) for gentlecath glide. The machine logbook was reviewed, and no records related to this issue were found. Additionally, no ncs were identified during the sterilization process. All raw materials used in the production of the affected lots were verified to be correct and within specification. No nonconformances were identified during the production of these lots. According to process instruction the indicator on the connector must be positioned correctly depending on the orientation of the bent end of the tubing. The orientation of the connector must be in accordance with the drawing and instruction. Process and quality checks were performed and documented in accordance with standard procedures. No manufacturing-related root cause was identified. CAPA tw1672354 was opened in november 2022 for incorrect coude tip alignment. As part of the corrective actions, the tolerances for the tip/funnel indicator control were tightened on machines a097 and a116 used for gc glide tiemann production. Lot 5f01409 was produced after implementation of all capas actions. Affected is (B)(4) percentage of products (63 affected products from (B)(4) pieces which is within aql limit valid for final inspection aql (B)(4). To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 1049092. Manufacturing site: 3005778470.

Event description:
Consumer reports "every single catheter's notch and coude tip is not perfectly aligned. He said he has never had this problem in the past with this item. He said how far they are misaligned has varied. He said they have all been misaligned, but some are "off by 180 degrees or 90 degrees off and then everything in between." He said he has to look at the coude tip before insertion because due to the misalignment the "little marker is of no use." He still uses them; affected catheters have been discarded and declined any need for replacement.